Event description:
A patient underwent bladder surgery in 2004. After successful surgery, the patient was to be discharged the next day. The next day, the patient experienced chest pain and was diagnosed, by a cat scan, to have a blood clot in her right lung. The patient was placed on coumadin, which caused her to have stomach pain. Consequently, the physician decided to place a permanent vena cava filter 5 days after bladder surgery. The patient was discharged home 12 days after bladder surgery. The patient states that 9 months afer bladder surgery at approximately 12:30 am, as she was attempting to stand up out of her chair and go to bed, she became light headed and fell to the floor and subsequently broke her hip. The patient underwent hip surgery and was discharged 6 days following the fall.